Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic rectosigmoidectomy procedure, the device only cut one part. There was staple malformation. There was a high sound. The staple line was incomplete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic rectosigmoidectomy procedure, the device only cut one part. There was staple malformation. There was a high sound. The staple line was incomplete. New device was opened in order to complete the case. Surgical time was extended by 30 minutes or more. Current patient status: the patient is fine.